Event description:
Dentist advised that during procedure for pfm (porcelain fused metal) crown prep #20, patient mentioned to assistant that something felt hot and hurt. Injury occurred on tissue around #20, but contact did not provide description of injury. Dentist prescribed medicated mouth rinse for patient. Contact noted no other follow up treatment planned or required.